Manufacturer narrative:
Catalog number 1650de. One battery was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since log files were not available for analysis. Analysis of the device could not be performed since the device was not returned for evaluation. Therefore the exact root cause of the reported event could not be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site that the patient's power source changed from one to the other earlier than expected. With the battery fully charged, the controller switches from one battery to the other battery with less than one hour of use, with more than 75% of charge left on battery. This situation has repeated several times in the last few days, each time the patient uses this battery. It was stated that the switching could not be reproduced with manipulation of the connections. It was also stated that there were no pump stops associated with this event and that the issue was resolved with the battery exchange. It was stated that there were no effect on the patient. No additional information provided. Investigation is ongoing.